Event description:
N/a.

Manufacturer narrative:
Updated fields:b4; d9; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusions; h11. It was reported by the customer that during use on a patient cs300 intra-aortic balloon pump (iabp) display screen "glitched" and then turned black. No harm to the patient. This complaint record is being closed because the reporter wanted to remain confidential, so no contact information was provided to request the additional information on this complaint event. If there is any update, the complaint will be reopened and updated.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. MDR report #: mw5172815.

Event description:
It was reported by the customer that during use on a patient cs300 intra-aortic balloon pump (iabp) display screen "glitched" and then turned black. No harm to to the patient.